Event description:
It was reported that the patient connector could not be connected to the titanium adapter. The caller stated the titanium adaptors were still in use with no problems. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device being investigated is the disposable transfer set with a known lot number. As the device was not returned, a complete device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.